Manufacturer narrative:
Destructive analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 20 mg/ml at a dose of 2.5 mg/day via an implantable pump. The indication for use was not provided. It was reported that the patient experienced a pump alarm. The pump was interrogated as troubleshooting and the session report taken on 2019-sep-25 showed that a motor stall had occurred on (B)(6) 2019 at 21:22. It was indicated that there were no external factors that may have led or contributed to the issue reported. The session report also showed that the pump motor stall recovered on (B)(6) 2019 at 16:07. The pump was replaced and would be returned. At the time of the report the patient status was alive without injury and it was indicated that the patient was back on therapy with a new pump. No further complications were reported or anticipated.